Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the procedure was aborted during the diagnosis and rescheduled the procedure. The customer reported that the pc cannot be open. The engineer found that the power supply of host pc was broken. No service has been performed by philips since the service quotation was cancelled by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. The health impact code and evaluation method code were corrected.

Event description:
It has been reported to philips that the pc cannot be opened because the power supply of the host pc is broken. The device was in clinical use. No patient harm reported. The engineer found that the power supply of host pc is broken. Philips has started an investigation of the complaint.